Manufacturer narrative:
The devices were not retained by the hospital for evaluation. At this time, there is no allegation of product malfunction but only an adverse event associated with the use of an edwards device. The event was presented by the edwards sales rep and the device was not returned for evaluation. No device malfunction is indicted in the report. At this time, no actions are needed. All labeling and training appropriately address the risk. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported that during the use of the ez glide aortic cannula that there have been three periaortic dissections. The customer did not specify which ez glide model was in use at the time of these events. Event dates and lot numbers are unknown.